Manufacturer narrative:
Initial.

Event description:
It was reported that after replacing a freestyle libre 3 plus sensor, the sensor did not pair and remained in the pairing status for an extended time; a subsequent rescan with the app confirmed sensor activation and the pump then displayed a warm-up timer. No adverse clinical symptoms reported. Outcomes included no alerts, alarms, or medical intervention. User support included customer support troubleshooting and education with sensor rescan to verify activation and restore communication. Investigation of this case revealed a temporary pairing failure between the sensor and pump that resolved after rescanning, consistent with a transient communication or synchronization issue during sensor start. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated corrective action restoring device-to-sensor pairing following a temporary communication malfunction.